Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and oophorectomy ('oophorectomy') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen, paracetamol (tylenol regular), rizatriptan, tranexamic acid (tranexamic) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced swelling ("swelling"), genital haemorrhage ("excessuve blood loss / large blood clots / saturation of blood on my clothes/ heavy abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia),"), polymenorrhoea ("polymenorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), emotional distress ("humiliating"), anxiety ("anxiety"), panic attack ("panic attack"), mood swings ("mood swing"), migraine ("migraine have quadrupled"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain/ severe cramping"), back pain ("lowr back pain"), uterine cyst ("uterine fibroid cyst"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal),"), incontinence ("incontinence"), insomnia ("insomnia") and alopecia ("hair loss") and was found to have weight increased ("I have gained 40 pound since the procedure") and quality of life decreased ("quality of life has diminished"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), depression ("depression") and pain in extremity ("leg pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, menorrhagia, polymenorrhoea, dysmenorrhoea, dyspareunia, emotional distress, anxiety, panic attack, mood swings, weight increased, migraine, fatigue, abdominal pain lower, back pain, uterine cyst, vaginal haemorrhage, incontinence, insomnia, alopecia, quality of life decreased, abdominal pain, vulvovaginal pain, headache, depression, pain in extremity and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, incontinence, insomnia, menorrhagia, migraine, mood swings, oophorectomy, pain in extremity, panic attack, pelvic pain, polymenorrhoea, quality of life decreased, swelling, uterine cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5078119) on 10-jul-2018. The most recent information was received on 05-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and oophorectomy ('oophorectomy') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen, paracetamol (tylenol regular), rizatriptan, tranexamic acid (tranexamic) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced swelling ("swelling"), genital haemorrhage ("excessive blood loss / large blood clots / saturation of blood on my clothes/ heavy abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia),"), polymenorrhoea ("polymenorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), emotional distress ("humiliating"), anxiety ("anxiety"), panic attack ("panic attack"), mood swings ("mood swing"), migraine ("migraine have quadrupled"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain/ severe cramping"), back pain ("lower back pain"), uterine cyst ("uterine fibroid cyst"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal),"), incontinence ("incontinence"), insomnia ("insomnia") and alopecia ("hair loss") and was found to have weight increased ("I have gained 40 pound since the procedure") and quality of life decreased ("quality of life has diminished"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), depression ("depression") and pain in extremity ("leg pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, genital haemorrhage, menorrhagia, polymenorrhoea, dysmenorrhoea, dyspareunia, emotional distress, anxiety, panic attack, mood swings, weight increased, migraine, fatigue, abdominal pain lower, back pain, uterine cyst, vaginal haemorrhage, incontinence, insomnia, alopecia, quality of life decreased, abdominal pain, vulvovaginal pain, headache, depression, pain in extremity and oophorectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, headache, incontinence, insomnia, menorrhagia, migraine, mood swings, oophorectomy, pain in extremity, panic attack, pelvic pain, polymenorrhoea, quality of life decreased, swelling, uterine cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Explant details added. Case becomes incident. Oophorectomy event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('medical device embedded within the lumen') and pelvic pain ('pelvic pain /pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen, paracetamol (tylenol regular), rizatriptan, tranexamic acid (tranexamic) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced swelling ("swelling"), genital haemorrhage ("excessuve blood loss / large blood clots / saturation of blood on my clothes/ heavy abnormal bleeding"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia),"), polymenorrhoea ("polymenorrhea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), emotional distress ("humiliating"), anxiety ("anxiety"), panic attack ("panic attack"), mood swings ("mood swing"), migraine ("migraine have quadrupled"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain/ severe cramping"), back pain ("lowr back pain"), uterine cyst ("uterine fibroid cyst"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal),"), incontinence ("incontinence"), insomnia ("insomnia") and alopecia ("hair loss") and was found to have weight increased ("I have gained 40 pound since the procedure") and quality of life decreased ("quality of life has diminished"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), depression ("depression") and pain in extremity ("leg pain"). The patient was treated with surgery (essure removal and total abdominal hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, swelling, genital haemorrhage, menorrhagia, polymenorrhoea, dysmenorrhoea, dyspareunia, emotional distress, anxiety, panic attack, mood swings, weight increased, migraine, fatigue, abdominal pain lower, back pain, uterine cyst, vaginal haemorrhage, incontinence, insomnia, alopecia, quality of life decreased, abdominal pain, vulvovaginal pain, headache, depression and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, embedded device, emotional distress, fatigue, genital haemorrhage, headache, incontinence, insomnia, menorrhagia, migraine, mood swings, pain in extremity, panic attack, pelvic pain, polymenorrhoea, quality of life decreased, swelling, uterine cyst, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage) but did not specify it to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received: previously reported event- oophorectomy was deleted, newly added events- embedded device, essure removal date were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.